Event description:
Product was returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed at 0 vdc.

Manufacturer narrative:
B5 --product returned for investigation. External visual inspection: pass transmitter voltage test: fail (0 vdc). G7 --follow up 001.

Manufacturer narrative:
(B)(4).

Event description:
Pairing failed.